Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient a transmitter failed error that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Device evaluation was completed by animas on (B)(6) 2016. Investigation results were received by dexcom on (B)(6) 2016. The device was visually inspected and found no cosmetic flaw. The transmitter was placed on a walkabout box and paired with a pump. Functional testing did not confirm the reported event of a transmitter failed error. The root cause could not be determined.